Manufacturer narrative:
(B)(6). Additional information: the device was received with the top jaw broken and returned; and the I-blade was bent. The device was tested with a generator and passed some functional testing. As the top jaw was detached, the device passed the open and short circuit test but fully functional testing could not occur. There is insufficient evidence related to what caused the damage; a possible cause of the damage to the jaws and I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a robotic total laparoscopic hysterectomy procedure the surgeon was at the ancillary end of the procedure and they were going through very thick tissue; a large bite of tissue had been taken at that point. The device stuck on the tissue and the jaws would not open. They then manipulated the device and the jaws opened. Once the device was removed from the patient they opened the device and the top jaw detached. It was noticed that the I-beam was bent in the device. This happened outside of the patient. They then used another like device and completed the procedure. There were no patient consequences reported.